Event description:
(B)(4). I had the device implanted because after my son was born, I had post pardum cardiomyopathy so it was recommended I have no more children. This was the least invasive option available to me at the time. For the first couple of years I showed no signs or didn't realize I had signs of problems. Since late last year, I have noticed (which I had noticed prior as well but didn't attribute it to potentially being essure) was extreme fatigue, bloating and rapid weight gain, numbness in my hands and feet, heavy painful periods, joint pain. More recently I have added dizziness, headaches, allergies plus all of the above are getting worse as time goes on. My cardiologist has cleared my heart failure from being the cause, as I have no issues with my heart since my son was born. My general doctor cleared my thyroid and ran extensive blood testing that all came back normal. My ob agrees that based on the current reported side effects that essure can be the solution, I am scheduled for a robotic hysterectomy bilateral salpindectomy on sept 1st. This is not fibromyalgia or anything else. My symptoms are simply worsening especially the bloating and joint pains.